Manufacturer narrative:
B3: date of event - estimated as the year the comment was made as the date of event is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cerebral vascular accident (cva) occurred. The patient stated they had a failed procedure. Following the procedure, the patient had a very mild stroke while in recovery. The patient was transferred to a skilled nursing facility.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cerebral vascular accident (cva) occurred. The patient stated they had a failed procedure. Following the procedure, the patient had a very mild stroke while in recovery. The patient was transferred to a skilled nursing facility. It was further reported that the watchman flx closure device was dropped to the bottom of the patient's heart and was lodged in one of the coronary arteries. The patient underwent surgery to have the watchman flx closure device explanted from their heart valve. Following surgery, the code stroke was called. Upon further review, this complaint is a duplicate to report number 2124215-2023-41797.

Manufacturer narrative:
Upon further review, this complaint is a duplicate to report number 2124215-2023-41797. B5: describe event or problem: updated with additional information regarding the alleged procedure. H6: impact codes: added an impact code for the device explant allegation.